Event description:
Affiliate reported that the customer was unsuccessful in adjusting the valve from 130 to 120 mmh2o. An x-ray showed the valve was set at 70mm h2o. Several other attempts with the vpv programmer were unsuccessful as the valve still showed the value 70 mmh2o. It was also reported that the vpv gave an error message "programming incomplete", therefore, the surgeon decided to explant the valve and replace it with a competitor's product.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.